Event description:
It was reported that the patient presented for an implant procedure. During the procedure, after the right ventricular (rv) lead was implanted and connected to the pacemaker, interrogation revealed high pacing impedance. The rv lead was then repositioned, and parameters were retested, however, the pacing impedance remained high. Both the rv lead and pacemaker were not used and replaced, all the parameters were reported to be normal with the replacement pacemaker and leads. The patient remained stable throughout the procedure.